Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. The information provided is limited and the maude event report did not include contact information, therefore additional information cannot be requested at this time. No conclusion can be made. The date of implant is an estimate based on the information provided, as an exact date was not inlcuded in the maude event report. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Seroma formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instrucitons-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5075654): "on (B)(6) 2016, I had a left inguinal hernia (open) repair with a bard mesh perfix plug, ref#(B)(4), lot: huzh0955, used by 08/28/2020, by md (general surgeon). After surgery my testicles were extremely swollen and black and blue for several months following surgery. Several months after surgery (on two separate occasions), I returned to dr with a painful lump, which I was told the lump would go away over time. On (B)(6) 2018, I returned to dr to have this painful lump examined . The pain I have been experiencing is pain in the groin, I feel like I'm being kicked in the scrotum, painful erections and extreme pain when I would climax, a painful seroma, and constipation. I have constant pain when I sit, stand, and lay down. I have pain when driving and riding in the car because of the location of the belt strap, its stop (on top) of the seroma. I also have muscle cramping and spasms during the day. My pain is 9/10 daily. I have made several complaints to dr. On (B)(6) 2016 , 2018. He ordered a CT abdomen and pelvis scan which showed a seroma. He ordered a left groin ultrasound on (B)(6) 2018, which showed "a diffuse shadowing with poor recognition of the anatomical landmarks within the left inguinal region, most likely related to surgery. No recurrent hernia is seen" on (B)(6) 2018, dr gave me nerve block for the pain. I felt no different with the nerve block than I do today. Thank you." No contact information was provided to allow for contact with the complainant.